Event description:
It was reported, the pt is experiencing discomfort at the ipg site due to the device has flipped lateral in the pocket. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.